Event description:
It was reported that during a lar procedure, the staple malformed at 1st firing (open shape). Another device was used to complete the case. There were no adverse consequences to the pt.